Manufacturer narrative:
The device was not returned for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head malfunctioned and noticed ¿image issues¿. The issue occurred during inspection prior to an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the camera head malfunctioned and noticed ¿image issues¿. The issue occurred during inspection prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1-phone number: desk: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.